Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct525 12.0 diopter intraocular lens (iol) was explanted due to a unexpected refractive outcome. The customer noted that there was no product quality issue. The lens was replaced with a different model lens. There was no incision enlargement and no patient injury reported. No further information was available.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/8/2017 device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.